Manufacturer narrative:
The ups issue was related directly to the ups, and was not caused by the axsym analyzer. An abbott field service engineer installed another ups to resolve the issue. A labeling review found the axsym system operations manual contains adequate information on the analyzer potential hazards, operational precautions and limitations. The labeling review also found the safety hazards memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. A review of quality metrics was performed. No adverse trend or non-statistical trend was identified for issues with the axsym ups. Based on the available information and this evaluation, no deficiency was identified for the axsym ups, list no. 03k54-01, for the issue under evaluation.

Event description:
An abbott field service engineer replaced the uninterrupted power supply (ups) for the customer's axsym analyzer. When the ups was powered on, the abbott engineer heard a loud sound and saw a light coming from the ups which was believed to be a spark. No fire or smoke was observed. No injury was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4): (spark).